Event description:
On 16 may 2008, baxter became aware of a flogard dual channel infusion pump, which overinfused amiodarone and diprivan on a week before. The amiodarone was withheld for six hours and the diprivan was discontinued. During the six hour period after the amiodarone was held, the patient had a second episode of pulseless ventricular tachycardia. The patient has a history of alcohol abuse, was admitted to the hospital for ketoacidosis on the next day. He had the first episode of ventricular tachycardia the day after admission, was shocked, and was started on amiodarone and diprivan on event day. The patient has since been discharged to a nursing home for further rehabilitation. There are related complaints for the sets used for the diprivan and amiodarone infusions. On the day prior to event date, the male, who has a history of alcoholic cardiomyopathy with an ejection fraction of 35%, alcoholic ketoacidosis, hypertension, and polysubstance abuse, became disoriented and was taken to the emergency room. He had a blood sugar of 47 and was given one ampule of dextrose 50. He was admitted to hospital with ketoacidosis. On event day, at 12:00 pm, the patient was resting in bed. The cardiac monitor alarmed and the patient experienced pulseless ventricular tachycardia. The patient was given a precordial thump with no response, and he was shocked. The patient then went into normal sinus rhythm. He was started on amiodarone at 12:15 pm. The patient was intubated and started on diprivan at 12:20 pm after he became violent and needed to be restrained. Diprivan 1000 mg/100 ml (10 mg/ml) was administered on the first channel at 20 ml/hr. Amiodarone 900 mg/500 ml was administered on the second channel of the flogard pump at 1 mg/min at 33 ml/hr. At 2.35 pm, the nurse noted that both drip chambers were delivering at a fast rate, reportedly one drop per second. The nurse shut off the pump and disconnected the lines containing amiodarone and diprivan. The physician then ordered the amiodarone to be held for 6 hours and the diprivan to be discontinued. The patient had received approximately 80 ml of the diprivan and 400 ml amiodarone within two hours. Prior to the amiodarone being readministered, the patient experienced another episode of ventricular tachycardia at 1935 the same day. The patient was shocked and he went back to sinus rhythm. He also experienced seizure activity. He then received a cat scan of the brain and had what the neurologist referred to as seizure activity as a result of alcohol withdrawal. As a result, the patient was given cerebyx 1 gm intravenous piggyback (ivpb). He was started on librium and dilantin. Reportedly, the patient had low potassium and magnesium levels throughout his hospitalization. On the next day, the patient's magnesium level remained low, but his potassium level stabilized and the patient was successfully extubated. The potassium level on two days later, was stable at 4.2. The patient was discharged to a nursing home on four days later.

Manufacturer narrative:
Evaluation summary: on 30 may, 2008, baxter performed an evaluation of the pump on-site. The pump does not contain an event history. The alarm log showed no failure codes. The customer's reported problem could not be duplicated. Accuracy testing was performed and all values were found to be within specification.